Manufacturer narrative:
Follow-up #1: date of submission 06/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings: the display screen was blank. The battery compartment was cracked on left side of the grip pad. Moisture corrosion was found in the battery compartment. A leak test failed due to a crack in the battery compartment. Moisture corrosion was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank and moisture was present in the battery compartment and cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.